Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
The patient was inserted a quattro catheter on the femoral vein without issue. Approximately 15 to 30 minutes into ivtm cooling therapy, the user observed blood outside of the distal lumen (brown) of the catheter. Following this, another catheter was inserted to complete patient therapy with no further issue reported. No known impact or patient consequence was reported. It was further reported by the user that the catheter was inspected following removal and noted a long hole from the infusion line to the sewing point. The user, however, was unable to provide a photograph of the removed catheter.